Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that upon opening the tray of the emboshield nav6 embolic protection system (eps), the filter was found to already be loaded into the delivery catheter (dc) pod, the device was already prepped. The device was not used because the sterility could not be confirmed. A non-abbott filter was used to complete the procedure. There was no patient involvement and there was no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the previously filed report, it was reported the filter was pulled out of the dc and then decided not to use the device for safety reasons. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported issue was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on observations from the returned analysis, a definitive cause for the reported information could not be determined. The filter was returned in the correct position within the loading tray and was distal positioned properly distal to the delivery catheter and external loading funnel. The filter was not loaded in the delivery catheter as reported. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.